Event description:
The following was reported to hamilton medical ag: the patient got head trauma and was in coma. The medical staff prepared this ventilator for auxiliary treatment due to respiratory failure. After about 3 hours of use, the machine showed defect and could not be used. No patient harm occurred as ventilator was never on patient.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. The maintenance engineer replaced the main board and the device is fully functioning, passing all tests. No patient harm occurred during the event as the ventilator was not used on the patient and the problem occurred during pre-usage tests. Hamilton medical ag case number is: (B)(4).